Event description:
An attempt was made to defibrillate the pt through quik-combo pacing/defibrillation/ECG electrodes. Reportedly, when the operator pressed the charge switch, the device would not charge and displayed connect electrodes. Another device of same model, which was on scene, was connected to the pt. The pt was not resuscitated.